Event description:
The beginning of the procedure was normal then the manipulation of the catheter became difficult. When the doctor tried to remove the catheter he felt a resistance and the curve seemed to be jammed. He decided to remove the catheter with the introducer, and after the removal the doctor noted that the catheter was cut on the side of the distal tip. There is no report of pt injury and the device has been returned for our analysis.